Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 4/1/99 at a retail vendor. On 4/3/00 the consumer had discomfort and pain to the consumer left ear. On 4/4/00 the consumer removed the consumer's earring. 4/5/00 the consumer called,and dr prescribed antiobiotics. Consumer sought medical attention on 4/8 and again on 4/21 for incision, and drainage of the site. On 4/29 the consumer was admitted into the hosp for IV antiobiotics, and was released on may 1, 1999.